Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with off no power without receiving any prior low battery alerts. The patient's blood glucose at the time of incident was 129 mg/dl. The customer mentioned a black circle over an empty battery icon, and when she changed the battery the pump remained off. Troubleshooting was initiated for the off no power alarm. The customer removed the battery and was able to access the pump's status screen and main menu. The battery cap was inspected and it was slightly dirty so the customer cleaned it with a dry cotton swab. The battery compartment appeared without damage or corrosion. The pump had not been dropped or bumped either. No issues were found upon review of the alarm history. The customer was advised to monitor the pump but she wanted a replacement. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.